Manufacturer narrative:
Device has been discarded by the hospital. Therefore, we cannot conclusively determine the root cause of the defect. Lot history was reviewed. We did not find any non-conformity that could relate or contribute to this issue. We have not received any complaint for this lot related to similar incident. Hence, we consider this to be an isolated event. All patches are 100% inspected. Patches are inspected by manufacturing as well as qc technicians. We have emailed as well as made several phone calls to the hospital. However, we did not get any further response back from the hospital.

Event description:
At the end of the operation, when the surgeon removed the clamp there was a hole in the middle of the patch. So he decided to explant the patch and put an another patch there.